Event description:
It was reported that, upon reviewing stored information, it was determined that the patient¿s right atrial lead was perceiving noise. The noise was reproducible with testing. The physician has no plans to replace the lead. The patient was stable before, during and after the event.